Event description:
It was reported that the pump was not circulating the water. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented with cracked enclosure and tank cover and a damaged lcd (liquid crystal display).the customer stated problem was duplicated. The motor could be heard but there was no water flow confirming the customer complaint. The cause of the reported problem could not be determined. No action was taken due to the age and condition of the device. It was deemed beyond economical repair and was scrapped. Product is beyond a year from manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a DHR (device history review) was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
No patient involvement (updated b5). A supplemental MDR will be filed, as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
Additional info received, via email 21-aug-2022. Event date updated. Event occurred, during preventive maintenance. No patient involvement.